Event description:
It was reported the pipeline was not fully opened during deployment and a balloon was required to open the pipeline further. No patient injury reported. Same event as MDR# 2029214-2011-00310.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).